Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was seeing the poor communication screen on their patient programmer (pp). The hcp reported the patient was unable to communicate with the ins and they had last communicated the previous day. It was reviewed the ins may need to be charged. Additional information from the patient reported the same issue. They were unable to communicate with or without the antenna. Taking the batteries out and putting them back in did not resolve the issue. A replacement pp and antenna were sent. No complications were reported/expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.